Event description:
It was reported that the charging pad displayed a flashing light and the ilet did not charge until the user removed the case, tried a different outlet, briefly lifted the ilet from the pad, and then repositioned it, after which normal charging resumed. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included user troubleshooting and education by customer care. Investigation of this case revealed that the device functioned as designed after proper setup and alignment, indicating use-related or environmental factors. It was concluded that the event was not device related and that normal operation was restored after guidance.